Manufacturer narrative:
(B)(4). Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.7, -12.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to decrease visual acuity. At the time of submission, attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Corrected data: describe event or problem - the reporter indicated that the surgeon implanted a 13.7mm micl13.7, -12.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned taped to an empty cartridge case. Visual inspection found debris and clear residue on lens and no visible damage to lens. (B)(4). The reporter indicated that the surgeon implanted a 13.7 mm micl13.7, -12.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to excessive vault, narrowing of the angle, and shallowing of the acd. The lens was exchanged for shorter lens and the problem was resolved. (B)(4). Conclusion code: per dfu for this lens model, it is recommended only to use microstaar injectors, model msi-tf or msi-pf with sfc-45 or sfc-45 fp cartridge. (B)(4).

Manufacturer narrative:
(B)(4)